Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that eight hours following the implant of this transcatheter bioprosthetic valve, a stroke occurred with facial droop was noted. No treatment was reported. It was reported that the physician wondered if difficulty placing a non-medtronic embolization device was the cause of the stroke. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received confirming an acute ischemic stroke had occurred in the left hemisphere. Right-sided arm and leg weakness were reported. The patient underwent rehabilitation. The cause of the stroke is not known but the physician attributed it to emboli during the procedure. (B)(4). If information is provided in the future, a supplemental report will be issued.